Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that soon after a venaseal procedure was performed on the patients left leg, a rash and white itchy bumps developed that pop and bleed. Scarring after the bumps pop have lasted a year later. Multiple follow-up appointments were conducted with the physician and an allergist. Oral steroids, topical steroids, and antihistamines were prescribed but did not provide relief. The newest medication the physician would like to try is dupixent, however the patient expressed that she is apprehensive. The patient is very frustrated due to this reaction lasting for a year and wants relief and the rash issue to get resolved.